Manufacturer narrative:
A ge service rep performed an on site investigation. Non-specific cine components were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the loss of cine functionality. There is no report of pt injury.